Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was able to download magnetic resonance imaging (mris), but unable to download computed tomography (CT) exams. The site received, "c-move response with error status," in the logs . There was no patient involvement. Additional information was received. It was impossible to grab digital intercommunication of medicine (dicom) from the navigation system because data protection regulation (rodo) in this hospital didn¿t allow for it. The site solved the problems with electronic picture archiving and communication systems (pacs) dicom server and that was reason of this faulty system.

Manufacturer narrative:
Continuation of d10: concomitant products section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version #: 2.1.0, the software team reviewed the case. They tried to reproduce the issue in-house but it was not reproduced. The logs captured the issue on the date of the issue. Suspecting network connection problem might have caused the reported behavior. Apart from that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.